Event description:
It was reported that during preparation for a treatment procedure, coating issues were noted. During the unpacking of this 6f expo pig 110cm guide catheter, the physician noticed that the catheter's blue coating was missing on a section of the catheter and there were only unknown black lines on it. The procedure was completed successfully with another expo guide catheter. No patient involved.

Event description:
It was reported that during preparation for a treatment procedure, coating issues were noted. During the unpacking of this 6f expo pig 110cm guide catheter, the physician noticed that the catheter's blue coating was missing on a section of the catheter and there were only unknown black lines on it. The procedure was completed successfully with another expo guide catheter. No patient involved.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and it was observed that there was a black mark on the shaft 37-62.5cm from the hub. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of missing coating. The complaint device and control device were sent for material composition testing. The results confirmed that the foreign material was consistent with residual wax material from a wax pencil used in the manufacturing environment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. It was confirmed that the foreign material was determined to be attributable to a manufacturing process. The root cause of manufacturing was assigned to this complaint. (B)(4).

Manufacturer narrative:
(B)(4).